Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. The evaqua expiratory tube was pressure tested and visually inspected. Results: the pressure test result was outside of the required specification. Further inspection revealed that the expiratory tube was pulled about 61cm away from the elbow connector. A lot check revealed no other complaints of this nature for lot number 120111. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory tube was pulled apart. All rt340 adult breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Do not stretch or milk the tubing. (B)(4).